Event description:
Reporter indicated that the pt had his device explanted prophylactically due to end of service. Product was returned to MFR and analysis was done. Upon analysis, the battery end of service was confirmed. It was also found that the caged module exhibited an out-of-limit (high) pulsing current and that the r35 resistor could have been more optimally chosen during manufacture. Using the next lower value resistor, the caged module met all specifications. The out-of-limit pulsing current could potentially be a contributing factor to the end of service; however, results of the battery longevity prediction confirm that the end of service condition was an expected event. No other anomalies were noted.